Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the patient experienced a capsular rupture. The surgeon did a vitrectomy and the surgery ended nicely for the patient. Additional information has been requested and received stating that he did not think the lens was to blame but did not state what he thought the reason was that this event occurred.